Event description:
It was reported that a malfunction occurred, but no notable events preceded it. The customer's blood glucose level did not exceed 500 mg/dl, showing no adverse impact. Technical support provided information to reset the pump and assisted the caller in doing so, ensuring no recurrence of the malfunction code. The customer was advised to continue using the pump and instructed to report any future issues, which they acknowledged and understood.